Event description:
It was reported that the lv lead had failed, it appeared on fluoro to have dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lv lead had failed, it appeared on fluro to have dislodged. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.